Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this device was electively explanted due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. Upon initial testing the device did not pass longevity for this model device. The device has been sent on for detailed analysis.

Manufacturer narrative:
This device has been returned and is awaiting analysis, the event will be updated upon completion of analysis.

Event description:
--